Event description:
A customer reported to baxter (B)(4) of a vialmate reconstitution device that leaked after coupling with a 100 ml nacl baxter bag while reconstituting. There was no patient involvement or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot.